Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that the blood glucose reading was not measurable at the time of hospitalization. Troubleshooting was performed. It was reported that prior to the event, an alarm occurred on the insulin pump that erased the programming, and that the customer did not reprogram the insulin pump after receiving the alarm. While at the hospital, the insulin pump was reprogrammed. The insulin pump passed the high pressure and self tests. Nothing further was reported.